Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER for low blood glucose; the patient's blood glucose at the time of admission is unknown. The customer also had stomach problems. The patient was treated via IV and she was given a kidney check. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There was no magnetic exposure to the device. The device settings were programmed accurately as well. The customer believed that there was nothing wrong with the insulin pump. No products were returned or replaced.